Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer logged in to diagnostics and found that the drawer was there but not the pockets. The fse reseated all the cables and connections still problem persisted, so manually assembled all row boards and released all the pockets, found some debris and cleared it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es device was not detected on communication bus. The customer reported that there was a delay to the patient's workflow and was unable to dispense the medication. There were no adverse events or injuries reported based on this incident.